Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.

Event description:
It was reported that the physician removed the neurostimulator because the patient needed an MRI. It was also noted that he replaced the lead because it was found to be broken. Since the replacement, the patient was reported to being doing very well with no pain or any problems.